Event description:
False negative result(s). The customer stated that "said I wasn't sick while I had fever and vomiting".

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.